Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported device causing damage to another device appears to be a result of user technique and procedural conditions, as the interaction between the two clips resulted in the slda of the first clip. There is no indication of a product quality issue with respect to manufacture, design or labeling. The implanted clip (70808u179) referenced in describe event or problem and concomitant medical products is filed under a separate medwatch report number.

Event description:
This is filed to report the third clip delivery system (cds) caused damage to the first implanted clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The first clip (70808u179) was implanted at a1/p1, reducing the mr to 1. It appeared that there was unusual mobility of the implanted clip; however, the mr remained at 1 and the clip was still attached to both leaflets. The decision was made to place a second clip lateral to the first for stabilization. After deployment of the second clip, there was an mr jet of grade 2 between the first and second clip. An attempt was then made to place a third clip (70808u178) between the first and second clips. While maneuvering the third clip, there was interaction with the first clip and the mr increased to grade 4. It was observed that the first clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda), and the anterior leaflet was torn. The third clip was implanted successfully; however, the mr remained at 4. A clinically significant delay was noted and the patient was sent to mitral valve replacement surgery for treatment. No additional information was provided.